Manufacturer narrative:
It was reported a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation occurred. It was reported ,that the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small came off and got "pushed in¿ and the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was not able to be flushed. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed. Bwi then conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of hub of the vizigo sheath. This finding was reviewed and determined it continues to be deemed MDR reportable as it is consistent with the customer¿s reported issue. Microscopic examination in the hemostatic valve surface and showed evidence of stress marks on the outer diameter. The brim cap and the silicone ring were placed in the correct position and found in good conditions. It should be noted that product failure is multifactorial. Based on the information currently available, microscopic examination of the returned product indicates that hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ the device history record (DHR) for the lot number 00001585 has been reviewed and no internal action related to the complaint was found during the review. As part of quality process all devices are manufactured, inspected, and released to approved specifications. However, due to the conditions observed in the hemostatic valve, an internal corrective action has been opened to address this issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) correction: it was noticed that field g1. Manufacturer site city, was misspelled in the 3500a initial medwatch report as ¿irivine¿ and has now been corrected to ¿irvine¿.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo" 8.5f bi-directional guiding sheath small and a hemostatic valve separation occurred. It was reported ,that the hemostatic valve of the carto vizigo" 8.5f bi-directional guiding sheath small the hemostatic valve of the carto vizigo" 8.5f bi-directional guiding sheath small came off and got "pushed in and the carto vizigo" 8.5f bi-directional guiding sheath small was not able to be flushed. It was described that the valve where the catheter or introducer are inserted was pushed into the irrigation port, this prevented the sheath from being able to be irrigated or flushed during the case. No air entered the patients body. No blood leakage was observed. No intervention was required. The sheath was replaced, and the issue resolved. There were no patient consequences.

Manufacturer narrative:
On 5/27/2021, the bwi product analysis lab received the complaint device for evaluation. Initial visual analysis found that the hemostatic valve is dislodged inside the hub of the device. This finding continues to be deemed MDR reportable as it is consistent with the customer¿s reported issue. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. In addition, the manufactured date and expiration date have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).